Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 7043658/5128016.

Event description:
It was reported that the patients spinal cord stimulator (scs) device was no longer efficient. The patient underwent an explant procedure where all device components were removed. The explanted devices were not returned as they were discarded by the medical facility. No further information could be obtained despite good faith efforts.